Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, excessive no delivery, unexpected restart or self tests due to the alarm. The pump passed the displacement test and operating currents tests. The pump had a cracked case at the display window corner, a cracked reservoir tube, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump shot a lot of insulin out of the needle when the alarm came up. Customer's blood glucose level was 98 mg/dl. The drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.